Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, one (1) tubing of the blood collection set broke. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 9 samples and 2 photos for investigation. Upon evaluation of both, damaged tubing was identified. Additionally, a total of 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Based on trend data, bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, one (1) tubing of the blood collection set broke. No adverse impact was reported regarding the patient or user.